Event description:
It was reported that the device was unable to be interrogated and was not providing pacing support. Additionally, noise was observed on the right ventricular (rv) and right atrial (ra) leads. Lead insulation damage was alleged to be the cause of the noise. The device was explanted and replaced and the leads were also replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.